Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d4, d9, h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the balloon was observed damage of manipulation during surgical procedure was observed over the surface of the balloon. Although a functional test cannot be conducted, because of the condition of the returned component, the observed damage confirms the reported allegation. A complete potential cause for the inability to assemble/disassemble can not be established with available information. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_818880 rev. Aa was reviewed and the following relevant statement was found at page 29: notes: hold the working sleeve in place and pull firmly on the catheter to retrieve the balloons. If the balloon does not deflate, check the connections to the inflation system, draw a vacuum again, or assemble the vacuum syringe to draw a vacuum and deflate the balloon. If it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. If removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 03.804.701s. Lot # 82314385. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 23 jul 2024. Expiration date: 01 jul 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the synflate balloon could not be vacuumized; no fragments were generated. The synflate ballon was replaced by another one, and the procedure was successfully completed with a five (5) minute delay and no consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.